Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cartridge change error occurred. The customer reloaded the cartridge to resolve the issue. Reportedly, the customer experienced an elevated blood glucose (bg) level ranging from 209 mg/dl to 599 mg/dl. Cause was not known. Customer changed pump supplies to address bg. Recommendation was made to consult with a healthcare provider regarding diabetes management.